Event description:
It was reported that a balloon burst occurred. The 75-80% stenosed target lesion was located in the mildly tortuous and highly calcified superficial femoral artery. A 7.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the device burst at 4atm within 7 seconds. The device was removed over the wire and the procedure was completed with a different device. No complications reported and the patient status was good post procedure.